Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au analyzer and could not definitively identify the primary cause of the issues, despite several visits to the customer¿s site. The fse observed the analyzer was not being properly maintained; specifically, the ise tubing was frequently re-used, and the sample pot was very dirty. The fse performed enhanced cleaning of the analyzer and replaced several hardware components, including syringes, a probe, an ise motor, a degasser, electrodes, ise tubing, a mixing bar and reagent bottle joints to resolve the issue. The fse indicated the customer performed calibration and quality control with passing results. The customer verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low ion selective electrode (ise) patient results on sodium, potassium, chloride and carbon dioxide due to low anion gap values on their dxc 700 au clinical chemistry analyzer. The samples were re-tested on a different analyzer, recovering normal results that were reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.